Manufacturer narrative:
Other applicable components are: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the patient¿s speech was off-kilter. The patient said they were holding the patient programmer but weren¿t connecting to their ins when their speech suddenly went off kilter. They tried changing group settings but they were unable to even though they did see group letters at that time. The patient reported that group letters are missing and not present on therapy screen. After troubleshooting it showed that the left implant had no additional groups, no letters, a, b, c that they said they used to have. The right implant had groups a and b, but not c as the patient remembered having before. There were no further complications reported.